Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the unit declared a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
G4: 13mar2020 b4: (B)(6)2020. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The international service technician found that the issue occurred in the data acquisition (da) motor controller (mc) cable and mc board. The technician disassembled and then reconnected the parts to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.